Event description:
Broach handle release mechanism fractured during use. Fractured fragment was later found on theatre floor. Another identical device was immediately available and the case was completed as originally planned. There were no adverse consequences, medical interventions or procedural delays.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.